Event description:
According to the op report, this valve was explanted due to pannus impeding leaflet motion and resultant aortic stenosis. Intraoperative tee indicated the mitral valve (sjm 27-101) was functioning "correctly" and the aortic valve had a "large" gradient. At explant, a "large, fibrinous" pannus was observed at the hinge point of the noncoronary cusp. A nonmetallic instrument was then used to move the valve into the anatomical position; however, it would only open partially. The valve was removed and pannus was also noted on the underside of the valve on the ventricular side. The annulus was debrided and the aortic valve was replaced with a sjm 19ahp-105. Tee confirmed there were no leaks and a "much" lower gradient. The patient was noted to have "tolerated the procedure well" and was transferred to the ICU.